Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information was received that a computerized tomography (CT) scan revealed that the lead had likely perforated the right ventricle. A revision procedure was performed where a portion of the existing rv lead was surgically abandoned due to the high out of range shock impedance measurements and suspected perforation. Since rv threshold and sensing measurements have been stable and the lead was implanted approximately eight years earlier, it is unknown when the perforation occurred. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an impedance measurement greater than 125 ohms that was able to be reproduced when the patient raised their arms. The physician is still contemplating if he will perform a lead revision procedure. No adverse patient effects were reported.